Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had a blank display. The blood glucose level was unknown at the time of incident. Customer also stated that the battery compartment was damaged. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked battery tube thread. Device passed the displacement test, idle current test, run current test, self test and off no power test. Device received with normal operating currents. No blank display noted.